Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Initial right total hip arthroplasty performed. Subsequently, it was reported by legal that the patient was revised due to pain and increased chromium and cobalt levels. The revision noted significant joint synovitis and slightly cloudy fluid. Durom cup was revised all other implants remained. After this, the patient underwent a second revision. During the revision osteolysis and scar tissue were noted. Head and cup were revised. Subsequently, the patient reported severe pain and suspected discharge. A washout procedure was performed, during which bacteriological samples were collected. The results were positive for staphylococcus aureus and corynebacteria. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications was not performed, as no product part/lot information was provided. However, all devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. Based on the sole legal documentation and no medical records or product return, the reported event cannot be confirmed, and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10. Unknown cup item# unknown lot# unknown. Unknown sleeve item# unknown lot# unknown. Unknown alloclassic stem item# unknown lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a total hip arthroplasty on an unknown date in 2008. Subsequently, approximately 10 years post implantation, was revised due to pain and increased chromium and cobalt levels. Durom cup was revised all other implants remained. The patient underwent a second revision approximately 3 years after that to replace the head and cup. After this, the patient reported severe pain and suspicious discharge and underwent a washout with bacteriological samples taken that were positive for staphylococcus aureus and corynebacteria approximately 2 months later. Due diligence is in process and no additional information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported by legal that a patient had an initial right total hip arthroplasty which was subsequently revised approximately 10 years post implantation due to metal related pathology and revised again after approximately 3 years later due to competitor implant malfunction. After the revision, the patient exhibited persistent cloudy discharge and underwent an incision and drainage without product exchange on (B)(6) 2021. Bacterial cultures from the procedure were positive for staphylococcus aureus and corynebacterium striatum. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, e1, g3, g6, h2, h10, h11.

Event description:
It was reported that the patient underwent a total hip arthroplasty. Subsequently, approximately 7 months post implantation, was revised due to pain and increased chromium and cobalt levels. Durom cup was revised all other implants remained. The patient underwent a second revision approximately 3 years after that to replace the head and cup. After this, the patient reported severe pain and suspicious discharge and underwent a washout with bacteriological samples taken that were positive for staphylococcus aureus and corynebacteria approximately 2 months later due diligence is in process and no additional information on the reported event has been provided.